Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer will be replacing the main board with pn 53420k. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that upon start up of the vela ventilator, it was having vent inop, xdcr fault and the unit is not producing volumes. Furthermore, there was no patient associated with the reported event.